Manufacturer narrative:
Manufacturers reference number: (B)(4). Reporter occupation: other healthcare professional. Summary of investigational findings: a male patient underwent tevar for his thoracic aortic aneurysm. The user attempted to insert a zta-p-40-217-w1, however due to advancement difficulties (pr 307395) the device was replaced with a zta-p-38-217-w1. The physician then decided to place zta-de-38-91-w1 (complaint device ) prophylactically in the proximal end of the zta-p-38-217-w1 for preventing proximal type I endoleak, due to a short neck (approx. 20mm). It was reported that the device could not pass through the proximal end of the previously implanted zta-p-38-217-w1 due to slight angulation in the abdominal area causing a bend of the distal end of the delivery system. The device was retrieved and zta-p-40-217-w1 was successfully placed with no endoleak. It was assessed that because no non-conformance were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. A preoperative CT study was provided and reviewed by an imaging expert. Per the findings of the imaging reviewer the patient has a type 3 aortic arch with patent arch vessels. The proximal lsa is aneurysmal with a maximum diameter of 35 mm and moderate mural thrombus. Two previously placed tx2 endografts begin 48 mm distal to the lsa (80 mm distal to the lcca). The proximal aortic neck has an inverted funnel shape with a diameter of 32 x 33 mm at the lcca and 38 x 36 mm at 20 mm distal to the lcca, representing a 14% increase. The thoracic aorta then dilates focally to 46.5 x 38 mm just proximal to the tx2 grafts. There is significant tortuosity of the distal thoracic aorta (69-degree angulation at distal tx2 graft) and abdominal aorta (70-degree angulation infrarenal segment). There is severe diffuse calcification of bilateral common and proximal external iliac arteries. The left eia has a lumen diameter of 7.2 mm in the proximal calcified segment and a minimum diameter of 6.7 mm in the mid segment. Per the imaging reviewer¿s impression the failed delivery of the distal extension device was likely due to the severe tortuosity of the distal thoracic/abdominal aorta. The od for this device (7.1 mm) is similar to that of the successfully delivered 38-mm proximal component. As mentioned in the report, however, the lack of a pre-curved introduction system for the distal component (compared to the proximal component) likely contributed to the difficulty with delivery to the arch. Furthermore, it was noted that the distal extension device is indicated for distal positioning in a 2-component repair and is not intended to be placed proximally or advanced into the aortic arch. The device was successfully delivered past the distal aspect of the previously placed proximal component (where it is indicated to be used) and as far as the distal arch but could not be advanced any further. Review of the device history record gave no indication of the device being produced out of specification. Based on the information and imaging provided it is likely that the tortuous patient anatomy contributed to this event. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent taa repair. The anatomical form was suitable for endovascular repair but the condition of the access vessel was not so great as having calcification and there was slight angulation in the abdominal area. The taa was located at the distal aortic arch. After conducting 1 debranch, the user inserted a zta-p-40-217-w1 from the left cfa using a lunderquist wire guide but the calcification in the external iliac artery didn't let it advance. He decided that any further attempt to advance was risky (pr307395), and replaced it with zta-p-38-217-w1 and this replacement had no problem to be advanced and the stent graft was placed right below the left common carotid artery. Then the user decided to place zta-de-38-91-w1 prophylactically for preventing occurrence of proximal type I endoleak that was not observed yet but likely to occurred due to the shorter neck (approx 20mm) and advanced the delivery system but it could not pass the distal aortic arch due to the slight anulation in the abdominal area. He tried 'double wire' method using another lunderquist wire guide inserted from the right cfa to advance the delivery system but failed (pr307321). He decided to use zta-p-40-217-w1 that could not be advanced first because he expected that the access vessel had been dilated by advancing zta-p-38-217-w1. He inserted zta-p-40-217-w1 again and it could be advanced with no problem and the stent graft was placed at the planned area and the procedure was completed with no endoleak. Patient outcome: the patient did not experience any adverse effects due to this occurrence.